Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, on the fourth firing when clipping for ligation, the device jaws did not open after squeezing the handle. They forcibly removed the device, however clips got out that causes less than 200 bleeding occurred. They used another clip to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device opened by the account without the packaging. The instrument was partially applied with ten clips remaining. The clip counter was no longer active. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Analysis concluded there were no assembly component related condition. If information is provided in the future, a supplemental report will be issued.